Event description:
During preparation for a cardiopulmonary bypass procedure, the device unexpectedly displayed reservoir level detector error message. The device was removed from service. There was no reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
H3: evaluation anticipated but not yet begun.